Event description:
The customer reported the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gpos board. System operates as intended. (B)(4).